Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused slowly during patient infusion. It was further reported that the medications in use were primaxin 1000 mg in 250ml of normal saline (ns) and tygacil 50 mg in 100ml of ns. There was no report of patient injury or medical intervention associated with this event. No additional information is available.